Manufacturer narrative:
To date, the device remains implanted. Upon removal and return to boston scientific, the device will undergo detailed laboratory analysis in an attempt to confirm and determine the root cause of this event.

Manufacturer narrative:
Upon receipt at our post-market quality assurance laboratory, a longevity calculation confirmed that the device did not meet longevity estimates provided in device labeling. Portions of the circuitry, including the battery, were isolated and tested. Final analysis concluded that the premature battery depletion was due to low-voltage capacitor degradation, which resulted in a high current condition.

Event description:
Boston scientific received information that this implantable cardioverter defibrillator reached end of life (eol) after the last cap reform. The patient experienced a syncopal episode and was hospitalized. No events were recorded in the arrhythmia logbook. The device was to be replaced in the near future. No additional adverse patient effects were reported.

Event description:
The device was removed, replaced, and returned for analysis. No additional adverse patient effects were reported.